Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that reservoir area was broken and almost did not screw in anymore. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated that insulin pump started beeping and could not read screen and battery dying quickly. The insulin pump will not be returned for analysis.